Manufacturer narrative:
(B)(4). The device was manufactured august 7, 2013 - august 8, 2013. The device was received for evaluation with 138ml of fluid in the bladder. According to the label on the device, the device had been filled with 5% dextrose solution and fluorouracil. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, and the flow rate was within specification. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This occurred during a patient infusion of an unknown chemotherapy solution. The reporter stated on the fourth day of infusion, the patient noticed that solution was not infusing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.